Event description:
The nursing staff reported that "the alarm did not sound and ventilator stopped working". Bio-med reported that there was no patient harm or change in therapy. The device was evaluated and neither the biomed nor the cse (customer service engineer) could duplicate the reported issue. There is no other information regarding the description of the event or the device settings.